Event description:
Attempted to place express stent; stent could not be advanced beyond proximal section of graft. Stent could not be returned into guide. Removed balloon catheter, guide and sheath as a unit. Another sheath was placed over coronary guidewire. Stent was not on balloon catheter, in guide or in sheath. Stent could not be located and is presumed to be a retained foreign object.